Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had no image. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
Health professional was inadvertently checked on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of no image displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of why there was no image could not be determined. The following information is stated in the instructions for use (IFU): instructions: evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f, important information ¿ please read before use: "do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible". "Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result". "Do not twist or bend the bending section with your hands. Equipment damage may result". "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". "Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result". "Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged". Olympus will continue to monitor field performance for this device.